Manufacturer narrative:
Visual inspection of the returned lens found that the optic was cut in half with one haptic attached to each piece. Both haptics are bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the observed damage.

Event description:
The surgeon reports that a posterior capsule tear was noted after implantation of the sofport li61se lens using the ez-28 delivery device. The lens was removed intraoperatively and another li61se lens (16.50 diopter power) was successfully implanted. Reference MDR # 1119279-2011-00073.